Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Polyethylene break after 10 months of intervention at (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. In review of the provided x-ray images a disassociation event appears evident. It is also noted that the position of the acetabular cup appears more vertical than would be recommended by depuy. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. In review of the provided x-ray images a disassociation event appears evident. It is also noted that the position of the acetabular cup appears more vertical than would be recommended by depuy. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
After secondary review of the provided x-ray images a disassociation event appears evident. A dislocation event is not depicted. It is also noted that the position of the acetabular cup appears more vertical than would be recommended by depuy.